Event description:
On (B)(6) 2022, that patient had an international normalized ratio (inr) of 2.0 and continued regular doses of coumadin. The patient had a no external power alarm and immediately switched to batteries. It was suspected that the patient's home outlet was the issue. The patient then called their neighbor with complaints of not feeling well. The neighbor found the patient unresponsive on the floor and began cardiopulmonary resuscitation (CPR). The patient was brought to st. Pete general emergency room (ER) where healthcare providers facetimed the ventricular assist device (vad) team. The patient was seen connected to one battery and one patient cable connection and the pump was reportedly off. No backup bag was present. The patient passed away from heart failure. Related manufacturer's report regarding no external power on the mpu: 2916596-2022-11918.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. History of clam shell repair captured under MFR# 2916596-2019-02830, history of pump thrombosis captured under MFR # 2916596-2021-02559, history of percutaneous lead repair captured under MFR# 2916596-2021-06246.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent low flow alarms. A specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation the system controller log file contained data from 25apr2022 through 03jun2022. Intermittent low flow hazard alarms were captured throughout the log file when the flow dropped below the low flow threshold of 2.5 liters per minute (lpm), to 2.4 lpm. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. It was reported that hmii lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24may2012. No further information was provided. The manufacturer is closing the file on this event.